Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism and the tip was bent.

Event description:
Asku

Event description:
It was reported that the right ventricular lead had a "slight bend" in the distal portion approximately 1 cm from the tip of the lead. The lead was attempted for implant, but could not be positioned. A new lead was used instead. No patient complications have been reported as a result of this event.